Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. This ICD remains in service. No adverse patient effects were reported.